Manufacturer narrative:
(B)(4). Based on the lot number of the sample received (448147), the (B)(4) lot numbers for component mp-0321 ("snap-on flowmeter adaptor") were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component during the manufacture of the material. The sample was returned for evaluation. A visual exam was performed and it was observed that there were damages on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. The sample showed damages on the thread of the adaptor. Personnel from the molding area were notified of the issue. In addition, a CAPA was opened to address the issue.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.